Event description:
It was reported to tyco/kendall healthcare on 9/21/01 that a dialysis catheter would not pass over the guidewire, for 2 attempts. A second catheter evidently functioned satisfactory. There was no harm to the pt.